Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and found an error code in the memory log relevant to the malfunction. The cse was unable to duplicate the malfunction. The cse replaced the inspiratory printed circuit board (pcb) as a precaution and performed the extended self-testing on the device and all tests passed. (B)(4).

Event description:
A report was received from the USA stating that while in pt use an 840 ventilator generated an error message that it was in an inoperable state. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.